Event description:
The pt experienced a shocking or jolting sensation while sitting in easy chair recharging. The shock went through "her whole body" and caused them to lose their breath while trying to take the belt off. It was noted that the charger was plugged into the surge protector. She had used the pt programmer since the shocking occurred and noted that it helped her pain in calf. The pt had not had any further shocking since the incident while recharging. Her pt programmer showed the neurostimulator battery at "3/4 shaded". She thought that the shocking came from the recharger. The pt had an appointment scheduled with her physician to get the system checked out. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).